Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge failed and was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ethernet cable was not connected to the helmer refrigerator. A field service engineer connected the ethernet cable, configured the device and verified that the helmer refrigerator was communicating with the station to resolve the issue. The customer was able to recover and inventory the device. No further issues were reported. The system functioned as intended after the field service engineer repaired the device.